Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain in the midfoot region.

Manufacturer narrative:
Device history records review for the lot number provided indicates the devices have been manufactured, inspected, sterilized and packaged in accordance to the zimmer quality procedures at the time of manufacture. There were no anomalies or deviations found. No product was returned for evaluation. The condition of the product was not known. The devices are used for treatment. A definitive root cause of the reported issue cannot be determined with the information provided.

Event description:
It is reported that the patient was revised experiencing pain in the midfoot region following an ankle arthroplasty.